Manufacturer narrative:
Returned device was received in damaged physical condition. During the evaluation of the device, it immediately alarmed ec 1260 on power up. The circuit board was replaced and the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that there was a lec 1260. It is unknown if there was a patient involved during the event.